Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room via ambulance for high blood glucose (bg) levels. The patient was put on an intravenous drip while in the ambulance and then the intravenous drip was removed when the patient got to the emergency room. They told the patient was dehydrated and had glucose in the urine. They did not have time to do the blood test because the patient got up and walked out of the emergency room. Patient stated was feeling very weak and achy. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). The patient did a correction of 10 units at 10:38 am, another bolus of 10 units at 11:15 am, at 12:43 pm patient did a manual correction, at 2:35 pm the pod was deactivated, and a new pod was applied. Patient had 20 ketones.